Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was patient reported that they had a fall about 3 months ago and broke their arm. Patient said they were worried about the implant being hurt from the fall, but the healthcare provider checked everything out and said everything was looking good. Patient then said they started hurting after the fall and it kept getting worse so they tried upping the stimulation a little bit, but when they tried to increase therapy, it kept going back to 1.0 and would not hold. Patient mentioned they had been going through a lot of other family issues and didn't get a call as soon as they should have. The patient was redirected to their health care provider to further address the issue.